Event description:
It was reported that this right ventricular (rv) lead perforated the ventricle. Consequently there were observations of loss of capture, pacing inhibition, high capture thresholds and bradycardia. This lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to b2: outcomes attrib to adv event as well as d6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead perforated the ventricle. Consequently there were observations of loss of capture, pacing inhibition, high capture thresholds and bradycardia. This lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.